Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, 1 device failed to cover the needle after removing the tube from the sheath. There was no health impact or consequences reported.